Event description:
It has been reported that during the pre-test prior to use, the shunt would not flush. As a result, the device was not used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.